Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a closurefast catheter to treat segments of the great saphenous vein (gsv). The device was not reprocessed and the IFU was followed. It was noted that during treatment of the first segment a pop was heard. During treatment of the second segment it was reported the physician smelt burning. During the removal of the catheter from the body, the heating coil uncoiled and disconnected from the catheter. The heating element needed to be pulled out with a clamp and external pressure was applied to remove it from the patient. The heating element was noted to be burnt when removed. The patient was then wrapped for post op care. Patient is said to be recovering well no further treatment or procedure planned.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary the closure fast catheter was returned with the coil/heating element being deformed and detached from the catheter. Visual inspection of the detached catheter revealed the fep was melted in the detached location of the coil and catheter. Dried blood residue was observed in the detached location. On the detached portion of the catheter revealed strings of the coil windings indicating there was resistance encountered resulting in stretching of the coil windings. The remaining portion of the coil winding remained on the distal section of the catheter. In the distal of the coil revealed burnt marks, dried blood residue and melted fep. The location in which the coil and catheter detachment occurred is approximately 6cm from the distal tip. Multiple kinks were observed on the catheter shaft. If information is provided in the future, a supplemental report will be issued.